Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 200's (mg/dl) and a bg level of 251 mg/dl at the time of the report. The customer addressed the bg levels with a bolus via the pump. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer stated that there was moisture between the cartridge and the pump. The customer stated that it is not insulin and did not see any issues with the cartridges. The customer believed it is water/condensation as the customer wears the pump in the shower and changes the cartridge right after showering. The customer stated that this may have impacted their bg level; however, the customer was not sure.